Event description:
It was reported that the customer's insulin pump was not delivering and was shutting off on its own. Customer's blood glucose was 190 mg/dl. No relevant damage or corrosion was noted and the insulin pump was not bumped, dropped, or exposed to moisture. Following advice to insert a new battery, customer stated the display returned. Customer was advised to monitor closely while awake and to perhaps revert to a back-up plan at night to avoid it shutting off while asleep. Customer had previously received a new battery cap. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.